Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump battery could not be charged. During troubleshooting with technical support, the malfunction alarm was cleared and the pump resumed charging. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.